Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was completed as planned with no patient harm. Intuitive surgical, inc (isi) followed up with the nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing found out of the ordinary. The customer noted the instrument to have the pully cover burned after the arcing event. The cannula was inspected prior to use with a pin gauge. A spark was observed from around the pulley cover. The surgeon activated bipolar energy (macro mode 60w) with the ft10 generator and was cauterizing tissue when the issue occurred. The instrument was used for about 30 minutes prior to the arcing event. Other unspecified instruments were also in use at the time of the event. No instrument tips collided with any other instrument or tool during the procedure. It is unknown if while the arcing incident occurred the instrument tip was in contact with the patient's tissue. The instrument tip did not touch any staples, clips, or sutures while energized. The surgeon does not know what caused the arcing event. There was no damage to the surrounding tissue as a result of the arcing. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.